Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited case from (B)(6) was received on 07- feb-2017 from a physician (orthopedist). This case involves a (B)(6) male patient who received treatment with synvisc one and after 1 day experienced massive painful irritative effusion of the right knee. The medical history was significant for advanced gonarthrosis for 2 years and recurrent effusions for 0.5 year. The patient had previously received synvisc on (B)(6) 2016, it was not reported if it was tolerated. The concomitant medication included unspecified analgesics. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (dose: not provided; batch/ lot number: 5rsk003 and expiry date: sep-2018) into an unspecified location for activated advanced gonarthrosis with pre-existing chronic effusions. On (B)(6) 2016, 1 day after the injection, the patient experienced massive painful irritative effusion of the right knee. On (B)(6) 2016, puncture was performed. On (B)(6) 2016, radiosynoviorthesis was done. On an unknown date, the blood sedimentation rate had increased however there were no germs detectable. The alternative explanation for the event was considered to be iatrogenous infection. Corrective treatment: puncture and radiosynoviorthesis. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Reporter causality: probable. Seriousness criterion: required intervention.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from (B)(6) was received on 07- feb-2017 from a physician (orthopedist). This case involves a (B)(6) male patient who received treatment with synvisc one and after 1 day experienced massive painful irritative effusion of the right knee. The medical history was significant for advanced gonarthrosis for 2 years and recurrent effusions for 0.5 year. The patient had previously received synvisc on (B)(6) 2016, it was not reported if it was tolerated. The concomitant medication included unspecified analgesics. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (dose: not provided; batch/ lot number: 5rsk003 and expiry date: sep-2018) into an unspecified location for activated advanced gonarthrosis with pre-existing chronic effusions. On (B)(6) 2016, 1 day after the injection, the patient experienced massive painful irritative effusion of the right knee. On (B)(6) 2016, puncture was performed. On (B)(6) 2016, radiosynoviorthesis was done. On an unknown date, the blood sedimentation rate had increased however there were no germs detectable. The alternative explanation for the event was considered to be iatrogenous infection. Corrective treatment: puncture and radiosynoviorthesis. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 5rsk003 expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk003 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 16-feb-2017, a total of 9 complaints had been reported for lot # 5rsk003 & all related sub-lots: 1 complaint had been reported for lot# 5rsk003: (1 adverse event report). Seven (7) complaints had been reported for lot # 5rsk003d (4 adverse event reports, 1 loose luer lok hub, 1 extrusion difficulty/detached plunger rod & 1 broken syringe barrel). One (1) complaint had been reported for lot# 5rsk003g: (1 adverse event report). Reporter causality: probable. Seriousness criterion: required intervention. Additional information was received on 16-feb-2017. The ptc results were added and text was amended accordingly.